Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. The patient reported that she believed the lead was dislodged in back. The patient reported that she believed it was in the area of her lung. The patient reported that it moved around every day and it wasn¿t in thesame place every day. The patient reported that it was like a stabbing. The patient reported that when she went to bed and got up it was in a different spot; it had migrated several inches from the day prior to the report. The patient reported that it wasn¿t muscular and it was in the area of the electrodes. The patient reported that she called the doctor and he said to call the manufacturer. The patient reported that she couldn¿t get into the neurosurgeon until (B)(6) 2017. No further complications were reported.